Event description:
It was reported that per wo evaluation arctic sun device label on rim back panel was taped onto the unit. Per sample evaluation results on 29sep2025, power cord will be replaced due to unremovable contamination. Flow meter was found to be sticking/reading incorrectly.

Manufacturer narrative:
The reported event was confirmed. The root cause for the reported event is a failed flow meter. The device was evaluated upon receipt. During repair, flow meter was found to be sticking/reading incorrectly. The flow meter was replaced. The arctic sun passed functionality testing in compliance with manufacturer specifications, functions normally and is ready for use. The complaint or reported issue was confirmed through other elements of the investigation to not be manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. Correction: d, f, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that per wo evaluation arctic sun device label on rim back panel was taped onto the unit. Per sample evaluation results on 29sep2025, power cord will be replaced due to unremovable contamination. Flow meter was found to be sticking/reading incorrectly.